Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer was experiencing high blood glucose. Customer's blood glucose level at the time of the incident was 499 mg/dl, which he tried to treat with a bolus. Current value was 492 mg/dl. During troubleshooting, she stated that the drive support cap was recessed, the tubing had no air bubbles, no insulin leak was found and insulin did exit the tubing with manual prime. The customer had already removed set and the cannula was not bent and declined to check for insulin issues. Spouse stated that the customer was using a loaner insulin pump and had started using his new device the morning of the call and wanted to check the settings. It was found that the time/date were incorrect. The basal rates and bolus wizard were set up correctly and the bolus history was accurate. The insulin pump passed the high pressure test. It was advised to change the entire infusion set, reservoir and insulin and treat per doctor's instructions.